Event description:
It was reported that during a laparoscopic sympathectomy, the trocar came apart where the sleeve meets the housing. The sleeve was left on the pt. The incision was enlarged to a 5mm trocar to remove the piece. The case was not able to continue - for other reasons unrelated to device issue.